Event description:
Additional information received reported the patient had been admitted to the hospital on (B)(6) 2013 due to the previously reported necrotizing fasciitis of the abdomen. Hospital/clinical provider records included information regarding the hospitalization and patient symptoms and procedures. It was noted approximately 2 weeks prior to (B)(6) 2013, the patient presented for a refill, and since that refill the patient had some intermittent fevers and chills, swelling in the left abdominal wall to the point where a blister formed and then opened up and leaked fluid. The patient also noticed where they injected the medication for the pump, there was a very large abscess and open wound growing, and surrounding erythema. There was minimal pain around the site, but it had begun to drain some fluid. It was at that point the hcp directed the patient to the nearest wound care center. The patient was admitted following evaluation at the wound center. During the hospital assessment, upon admission it was noted the patient did have some edema in the lower extremities. It was recommended upon admission that the patient be taken to the operating room for drain the abscess and possible exploration and removal of the pump. The patient was started on vancomycin and surgery was planned for the infection. The pre-procedure diagnosis of left abdominal wall abscess in addition to the previously reported possible necrotizing fasciitis. The post procedure diagnosis as of (B)(6) 2013 included a ¿pump capsule infection¿. Per the health care provider (hcp) procedural documents, the procedure consisted of an incision and drainage of the left abdominal wall abscess, removal of the pump and ligation of the catheter, excision of the necrotic tissue, skin, subcutaneous tissue, fascia and external oblique muscle and pulsavac irrigation. The patient had developed the abscess as a result of the refill. In addition the patient had severe cellulitis, erythema, and ¿fluctuant¿ left abdominal wall. Once in the procedure, the hcp observed a lot of nonviable tissue to be removed and that the pump was sitting in pus. It was noted following the procedure, the patient was sent to the intensive care unit (ICU) and was to be transferred to a different hospital facility at that time to have the catheter eventually removed, as it remained implanted and secured, with attention paid to preventing infectious area of the pocket to travel via the catheter to the intrathecal space. It was also noted there would be a need for a second operative look to make sure that there was no further spread of the necrotizing fasciitis. The patient was then transferred to another facility for management by a consulting neurosurgeon who accepted patient¿s care post pump removal, as there was tunneling observed towards the intrathecal catheter. The patient was transferred to the accepting hcp and facility the same day of surgery. It was later reported that the patient also exhibited symptoms of sepsis. The provider had no further knowledge of events following the patient¿s transfer for catheter removal and further care.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a refill done a week prior to the date of this report. The healthcare provider ¿missed putting the drug in the patient¿s pump¿ and ¿a lot of it went subcutaneous.¿ it was suspected that the patient had developed a necrotizing fasciitis on his abdomen and an abscess. As a result, the patient was scheduled for a surgery on the date of this report and the patient's status was undetermined. The pump was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).